Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional information was requested and the following was obtained: what was the name of the surgery to place the strip in 2001? Tvt type tape implantation. What was the diagnosis and the indication for surgery to place the strip in 2001? Stress urinary incontinence. Were concurrent procedures performed? Were there any complications during the insertion procedure? No. When was cystitis first diagnosed by a doctor? Two years ago. Can you tell us about any medical/surgical procedures performed for cystitis, including dates and results. No information available. Were deficiencies or abnormalities noted with the sling during reoperation for removal? What is the physician's opinion of the etiology or contributing factors to this event? Two strip fragments were found for one and the other retro-pubic, the left fragment is slightly close to the detrusor. What is the patient's current condition? The patient will be seen at the end of the month for evaluation of the follow-up care. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Only paperwork was received. No device was received. Can you please provide the return status of the product involved?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Were there any intra-operative complications? When was the cystitis first noted by a physician? Describe any medical/surgical intervention for the cystitis including dates and findings. Were any deficiencies or anomalies noted with mesh device during reoperation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2001 and mesh was implanted. The patient had repeated cystitis. The decision to remove the strip has been made. Additional information has been requested.